Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
The patient had two anchors from the same lot. Device 3 of 4. Reference MFR report #: 1627487-2016-02824, 1627487-2016-02825 and 1627487-2016-02827. It was reported the patient's scs system was explanted on (B)(6) 2016 due to infection at both ipg and lead sites.